Event description:
It was reported patient underwent a surgical procedure to clean the ipg site due to a possible infection. However, the ipg was not put into surgery mode prior to the procedure. The ipg lost communication with external devices as a result. Next course of action is undetermined at this time.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced.